Event description:
Drager vent screen went blank and ventilator ceased to work. Rn needed to bag the patient while rt called. Ventilator read "cockpit failure." Replaced by rt with new ventilator. This is the third time this has happened with the drager ventilators. Manufacturer response for drager ventilator(peds/neonate), (per site reporter): MFR. Rep at drager will be coming to our hospital to pull logs and replace the cpu.

Event description:
Drager vent screen went blank and ventilator ceased to work. Rn needed to bag the patient while rt called. Ventilator read "cockpit failure." Replaced by rt with new ventilator. This is the third time this has happened with the drager ventilators. Manufacturer response for drager ventilator(peds/neonate), (per site reporter): MFR rep at drager will be coming to our hospital to pull logs and replace the cpu.

Event description:
Drager vent screen went blank and ventilator ceased to work. Rn needed to bag the patient while rt called. Ventilator read "cockpit failure." Replaced by rt with new ventilator. This is the third time this has happened with the drager ventilators. Manufacturer response for drager ventilator(peds/neonate), (per site reporter): MFR. Rep at drager will be coming to our hospital to pull logs and replace the cpu.